Event description:
A baxter sales representative reported a complaint received from a facility's pharmacist. The report involved a female patient. The pharmacist reported that the infusion ended 7 hours earlier than expected. The device was filled with an unknown volume of 5-fu and normal saline. According to the pharmacist, the device was not exposed to heat or high temperature, which she confirmed with the patient. The pharmacist also indicated that the location of the infusor device with respect to the flow restrictor was unknown. The device was not used prior to the reported incident. The pharmacist indicated that the patient experienced tingling and mouth sores after the infusion. It was also reported that the patient previously experienced these side effects with 5-fu toxicity. She stated that the patient went to see a physician. The patient's medical oncologist believed that the patient was experiencing 5-fu toxicity. Although requested, no further information was available.

Manufacturer narrative:
Baxter received user facility report. A review of the report revealed information inconsistent with what was previously reported by the pharmacist to baxter. Baxter contacted the pharmacist who confirmed that the event description provided in the report was accurate. Additionally, the pharmacist confirmed that the correct lot involved in the report was 06j031, and not 06j021 mentioned in the report. The event description was modified. Based on the information provided in the user facility report, a medical assessment was performed, which concluded that the event did not involve a serious injury. Evaluation summary: two(2) companion samples were received. Upon receipt, the companion samples were visually examined for any signs of abnormality that may have potentially contributed to the reported overinfusion; however, none were found. Per procedure, a flow test was subsequently performed on the samples for 43.5 hours. At the end of the flow test period, the following flow rates (ml/hr) were produced from the 2 companion samples: sample 1, calculated 4.57; specification range 4.50 - 5.50. Sample 2, calculated 4.76, specification range 4.50 - 5.50. (Note: since these were companion samples, the normalized flow rate is not applicable.) The calculated flow rates were found to be within the specification range. Therefore, based on the findings, the 2 companion samples performed as expected. The batch review for lot 06j031 revealed no evidence of related defects or exceptions noted during manufacturing, testing, and inspection of the lot. The product met the acceptance criteria for release. One or more of the following factors may have attributed to the reported condition at the time of the incident: the fill volume of the device, the diluent used, the temperature of the flow restrictor and the head height of the device. Each of these factors is addressed in the directions for use supplied with the product. The manufacturing facility will continue to monitor similar incidents for possible trends.

Manufacturer narrative:
Trend review: a two year review (2005-2006) of complaint data revealed that no adverse trend for overinfusion complaints was noted. Causality assessment: a sample evaluation was conducted which revealed the reported condition of overinfusion could not be confirmed. Based on these evaluation results, baxter cannot determined if the alleged incident was attributable to the device.

Event description:
A baxter sales representative reported a complaint received from a facility's pharmacist. The report involved a female patient. The pharmacist reported that the infusion ended 4.5 hours earlier than expected. The device was filled with an unknown volume of 5-fu and normal saline. According to the pharmacist, the device was not exposed to heat or high temperature, which she confirmed with the patient. The pharmacist also indicated that the location of the infusor device with respect to the flow restrictor was not known. The device was not used prior to the reported incident. The pharmacist indicated that the patient experienced tingling and mouth sores after the infusion. She also indicated that the patient did not have these symptoms before. She stated that the patient went to see a physician. Although requested, no additional information was provided.

Manufacturer narrative:
Baxter performed a medical assessment based on the information provided in the complaint, which concluded that an injury occurred on the patient. The injury, however, was assessed as a non-serious injury. The customer indicated that the actual device was discarded. The manufacturing plant received two companion samples with the same lot as the infusor reported by the customer. The evaluation has yet to be completed. Upon completion, the evaluation results will be provided in a follow-up report. A review of all records related to the manufacture of lot 06j031 has been requested, and will be provided in a follow-up report.